Event description:
Baxter reports "cassette leakage" with a new homechoice set. The pt noted the sheeting of the cassette was torn in the corner of the cassette opposite the end with tubing. This leak was noted by the pt when therapy was completed. Affiliate reports no pt injury or medical intervention as a result of incident.